Event description:
Event description cpi received information that during an attempted implant procedure of this sweet tip bipolar lead (4269) the sheath perforated the heart. The (4269) was discarded, and another (4269) lead was implanted.